Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that via phone call for low blood glucose. Customer stated that she needs her settings changed, as she is having a colon-procedure, and her blood glucose dropped to 53 mg/dl. Patient has treated with food. Patient has been experiencing low blood glucose for 30 years. Customer had shaking. Customer's blood glucose at time of incident: 382 mg/dl. Customer's current blood glucose: 142 mg/dl. Based on customer report customer does not allege pump was over delivering. . Customer reported that insulin pump was worn during a medical procedure/test around an magnetic resonance imaging. Customer reported that insulin pump is working just fine. Customer is fasting, which makes it hard for her to control. The insulin pump will not be returned for analysis.